Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was having low voltage alarms while on the mobile power unit (mpu), one of which occurred while the patient was using the bathroom. Log file review captured a couple of low power hazard events while connected to the mpu. No cause for the low voltage alarms was identified but the alarms resolved with mpu exchange. The exchanged device would be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of atypical alarms while connected to the mobile power unit (mpu) were unable to be reproduced during evaluation, however, observed damage to the cable could have resulted in the reported alarms. The mpu (serial number: (B)(6) was returned for analysis to the service depot and was evaluated and tested. The mpu was visually inspected and the patient cable was found to be damaged caused by bite marks; however, no alarms could be reproduced. The patient cable was replaced and the mpu was functionally tested and was found to operate as intended following the repair. The mpu was returned to the customer and the damaged patient cable was sent to product performance engineering (ppe) for further evaluation. During further investigation with ppe, bite marks were found on the patient cable; however, when manipulating the patient cable, no alarms were active. The patient cable was cut open to inspect the condition of the wires and multiple areas of the wires were shown to be damaged. Additional images were taken using a microscope to provide a better image of the damaged cables. No further testing was conducted. The root cause of the reported event was conclusively determined as the alarms were unable to be reproduced; however, the damaged wires may have contributed to the reported event. Heartmate iii instructions for use, rev. C, section 2 entitled ¿system operations¿ and heartmate iii patient handbook, rev. C, section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 06dec2019. No further information was provided. The manufacturer is closing the file on this event.